Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing to the root of inferior mesenteric artery during a laparoscopic low anterior resection procedure, the stapler did not fire. The display screen showed the indicator of the cartridge was ready for use. The surgeon re-clamped the tissue and pushed the green button then tried to fire the device, however he could not. They replaced the stapler with a new cartridge ,and the firing was completed with no problem. The sales rep noted that the staples did not appear from the staple pockets of the proximal end. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.